Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes labels are lifting off. This was discovered during use. The following information was provided by the initial reporter: outpatient blood collection - laboratory, a large number of purple vacuum tube label upwarp.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes labels are lifting off. This was discovered during use. The following information was provided by the initial reporter: outpatient blood collection - laboratory, a large number of purple vacuum tube label upwarp.